Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected a reddish color was observed under the pebax. A second closer inspection was performed and a hole was found at the pebax and a reddish material inside it. Then, magnetic sensor functionality was tested on carto and the catheter pass the recognition test, however; error 106 was observed. A failure analysis was performed and the catheter was dissected at the tip area. Loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the internal failure of the sensor cannot be determined. The root cause of the damage to the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that while doing right inferior pulmonary vein ablation, 3 hours since the use of the thermocool® smart touch® sf bi-directional navigation catheter was started, the contact force became high. There was a no display error code. No problem, when contact force except ablation. There was no problem with contact force, except during ablation. The indifferent electrodes was reattached check for crosstalk with other codes the issue did not improve. The cable was changed the issue did not improve. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The customer¿s reported high force issue was assessed as not MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 4/20/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed a reddish color is under the pebax. This finding was assessed as not MDR reportable since there was no evidence of the integrity of the was compromised. On (B)(6) 2020, during a second visual inspection it was found that there was a ¿hole¿ found in the pebax with a reddish material inside. This finding was assessed as MDR reportable since the integrity of the device was compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 4/27/2020 and reassessed this complaint as MDR reportable.